Event description:
It was reported that the patient faced insulin flow blocked event  with the infusion set on (B)(6) 2026. And experienced high blood glucose and patient managed with insuln via pump.

Manufacturer narrative:
E1: (B)(6). Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.